Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient with a history of left bundle branch block (lbbb). The length of the patients membranous septum is 3mm and the final implant depth for the valve was 3mm ncc and 3mm lcc. There was no calcification from the annulus to the subvalvular lvot. On 04 oct. 2024, the patient developed complete atrioventricular block (cavb) and subsequently experienced cardiac arrest, necessitating the placement of a pacemaker (pm). It stabilized the patient¿s condition. The patient's condition is stable.

Manufacturer narrative:
An event of heart block and cardiac arrest was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block lead to cardiac arrest could not be conclusively determined. The reported surgical intervention was as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient with a history of left bundle branch block (lbbb). The length of the patients membranous septum is 3mm and the final implant depth for the valve was 3mm ncc and 3mm lcc. There was no calcification from the annulus to the subvalvular lvot. On (B)(6) 2024, the patient developed complete atrioventricular block (cavb) and subsequently experienced cardiac arrest, necessitating the placement of a pacemaker (pm). It stabilized the patient¿s condition. The patient's condition is stable.